Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. Based on the photographs that were received from the complainant, engineering was able to confirm the complainant's experience of a fractured cannula. However, in the absence of the subject device, it is difficult to determine the root cause of the event. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this continuous process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur. As the product was not returned for evaluation, the exact lot number of the event unit could not be determined. Below is the manufacturing information for the two possible lots reported. Lot #: 1277161; catalog #: 101470688; manufacturing & expiration date - 08/26/2016 & 08/26/2019; (B)(4). Lot #: 1280532; catalog #: 101470688; manufacturing & expiration date - 10/05/2016 & 10/05/2019; (B)(4).

Event description:
Procedure performed: robot case on the si. Incident description: "towards the end of the robotic procedure the ctf71 broke in half outside the patient. No injury sustained. Trocar was being used at the camera port with the correct applied medical trocar adapter." Trocar lot was either 1277161 or 128053. Applied medical received additional information from the sales rep on may 1, 2017 via email: the trocar will not be returned due to facility policy. It will be going through quality control at the facility. The robot was the si and was a 12mm, 0 degree lens. Patient status: "no injury sustained."